Event description:
It was reported that the pump had a digital line running through the screen. No additional information was provided. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.